Event description:
It was reported that the patient is having migration of the device along with pain and unexplained swelling in device area. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other product: 694958 crdm defib lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned the the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.